Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 700 mg/dl. Customer delivered multiple boluses to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with insulin via intravenous drip and injections. Elevated bg/dka were resolved. Customer reverted to using manual injections for insulin therapy. Customer did not know cause of elevated bg; however, thought it may be related to pump supplies. Customer was unable to perform a pump system check with tandem technical support (cts) as pump was turned off. Upon follow-up, customer reported to have been discharged on (B)(6) 2019 with some memory loss.; however, later reported date was (B)(6) 2019. Although multiple attempts were made to confirm discharge date, customer did not provide information. Customer reported pump therapy was resumed with no further issues. Cts reviewed pump data and confirmed customer had delivered multiple boluses after bg was already at 600 mg/dl. Customer disconnected call with cts; no additional information was provided.